Event description:
Customer reported the pca module shut off at 0800 and again at 1330 during a morphine infusion. User stated found the pca off when she went into the pt's room to check the settings. The user restarted the module. Reported again at 1330, she found the module off but was unable to restart the infusion. The user replaced both the pca and the pcu. Customer stated they will provide the pca programming parameters, infusion mode, concentration, pca dose, lock out interval and max limit. There was no pt harm reported and no medial intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.